Event description:
It was reported that the trek balloon catheter was able to cross the lesion site in the distal right coronary artery. Upon first inflation, after 5 seconds, the balloon ruptured at 8 atmospheres. The trek catheter was removed and replaced with a non-abbott balloon catheter. Vessel and lesion site were characterized as being moderately tortuous and calcified, eccentric, de novo and 90% stenosed. The procedure was completed after the placement of a vision stent. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rated burst pressure (rbp). Return of the rx trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with the moderately calcified lesion, such that the balloon ruptured upon the first inflation at 8 atmosphere (atm) which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.